Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The posterior trial broke.

Manufacturer narrative:
Examination of the submitted device confirmed the post has broken off the trial body. Further examination of the remaining portion of post attached to the trial body exhibits damage indicating inappropriate side leverage has been applied to this area. The root cause is attributed to misuse. Based on the root cause determination of misuse, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.